Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j93126050, implanted: (B)(6) 1994, product type: catheter. (B)(4).

Event description:
The healthcare provider reported that the patient had symptoms of increased spasticity when the patient had a pump malfunction years ago. The healthcare provider thought it was the patient¿s first pump and it had to be replaced. No drug or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.